Event description:
Information was received that reported a patient had been hospitalized in 2006 due to hyperglycemia. The reporter states that the patient began running high blood glucose levels in the 300 to 400's on two days earlier, reportedly they changed the cartridge, insulin, and infusion set and gave boluses but it did not help. By 3:30pm one day prior to original date, the patient's blood glucose level was reading as "high" on her meter. The patient began vomiting at 11:00 pm on the same day. The patient was taken to the hospital at 3:30 am on original date upon admit, the patients blood glucose was 600 and they were started on IV fluids and insulin. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the results of the evaluation once it is completed.